Manufacturer narrative:
The insulin pump alarmed with a motor error during the rewind due to a corroded motor home switch. The device was unable to undergo the displacement test due to the motor error alarm. The following cosmetic damage was found on the device: cracked reservoir tube lip, cracked battery tube threads, cracked cas at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there were cracks near the battery compartment of the insulin pump. The customer's blood glucose value at the time of incident is unknown. The insulin pump was returned for analysis and a replacement device was shipped to the customer.